Event description:
This lv lead was found to have an impending fracture and the associated lead was at eri. Pt was a responder to biventricular pacing and opted to have his lv lead revised. At time of procedure, the ICD and this lead were explanted and replaced with a competitor's system.